Event description:
It was reported to technical services on (B)(6) 2011 that this rv lead has some noise that is not being oversensed at this time. Impedances are stable at this time. Md did call st. Jude medical regarding this lead and apparently early durata leads did not have the optim insulation. Patient was checked in the hospital - hospitalized for an unrelated issue. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).